Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6)medical will continue to monitor for trend.

Event description:
It was reported by the patient that he has broken out on his back. The patient rotates the 72r electrodes and does not use the cover patches. The patient stated he has not used any creams or ointments. The patient plans to see his doctor. He called the sales rep first. The 63b electrodes were sent to the patient and he will conduct the timed test and will call back if there are any issues. It was later reported by the patient that the doctor recommended he use cortisone for skin irritation. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in february 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he has broken out on his back. The patient rotates the 72r electrodes and does not use the cover patches. The patient stated he has not used any creams or ointments. The patient plans to see his doctor. He called the sales rep first. The 63b electrodes were sent to the patient and he will conduct the timed test and will call back if there are any issues. It was later reported by the patient that the doctor recommended he use cortisone for skin irritation.